Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 5 kept failing and was wobbly when it was opened and closed. The customer stated that this issue prevented users from dispensing medication to a patient. The customer reported that there was a delay in issuing medications to patient due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 was intermittently failing due to the ball-bearing coming out of the back of the station. The field service engineer replaced the left slide rail to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.